Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the vibration was excessive. Therefore, the reported condition was confirmed. It was determined that this was indicative of corrosion / debris in the locking mechanism from immersion / sterilization procedures not being followed properly. The assignable root cause was determined to be due to component damage caused by misuse / abuse and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-testing process, it was observed that the bearings on the attachment device were grinding when moving the burr device. During in-house engineering evaluation, it was observed that the vibration was excessive. There were no delays in the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.